Manufacturer narrative:
The patient reported to the hospital that the at-home self-injection with the pen needle was abnormally painful. The patient also specified that the needle was long and thick. Production review showed no abnormalities or deviations from the validated manufacturing process for the main batch 221441, including penetration force control in-process testing. No device problem found.

Event description:
The patient reported to the hospital that the at-home self-injection with the pen needle was abnormally painful. The patient also specified that the needle was long and thick.